Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Post-shock asystole is a known potential outcome of external defibrillation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was home alone at the time of the event. The lifevest detected ventricular fibrillation (vf) at 21:32:44. A 153j treatment was delivered at 21:33:56. The rhythm after the treatment was asystole. After 17 seconds, the asystole transitioned to severe bradycardia (10 bpm). The patient's daughter called 911, and the operator instructed her to remove the lifevest and initiate CPR. The electrode belt was disconnected at 21:34:52. Ems arrived and transported the patient to the hospital, where the patient passed away. Post-shock asystole is a known potential outcome of defibrillation.